Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the device was dropped and there was a crack on the display. The customer's blood glucose level was 126 mg/dl. The customer was advised that the device would be replaced, and to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector was not plugged in properly. The insulin pump had cracked case at the display window corner, battery tube threads, reservoir tube lip and minor scratched display window. No crack display noted.